Event description:
It was reported that pump experienced multiple malfunctions and displayed malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Customer reset pump independently without contacting technical support, and technical support later advised customer to call in after any reset to provide complete malfunction code information, which customer acknowledged and understood.